Manufacturer narrative:
Analysis of the information provided by the customer indicates that the cause for the discordant elevated prog result is unknown. A siemens headquarters support center representative evaluated the information and was unable to perform a verification of the discordance relative to alternate methodologies. No sample has been provided to siemens for evaluation. No specific prog lot number has been provided. The customer did not perform any heterophilic interference testing. The prog flex reagent cartridge instructions for use limitations of procedure section states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. No further evaluation of the device is possible due to the time between the incident and the reporting to siemens.

Event description:
A discordant elevated progesterone (prog) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician. The same sample was later repeated at an alternate laboratory and run on two alternate non-siemens methodologies. A lower result was obtained on both methodologies. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated progesterone (prog) result. There was no report of adverse health consequences as a result of the discordant elevated progesterone (prog) result.